Manufacturer narrative:
Investigation revealed that this failure mode is contributed to user error from an unintended collision with a wagon wheel. According to an eye witness, this event caused the wheelchair to tip over leading to patient injury. The patient continued use of the product without alerting anyone that this had occurred. Failure to report such events and to continue use of the product is against the warning labels in the owner's manual (om). The dealer whom evaluated the wheelchair has informed permobil that the wheelchair is equipped with an aftermarket modification installed on the rear of the wheelchair. This adaptation, used to carry a ventilator battery may have contributed to this event. The dealer tried to sway the family from this type of alteration and was unsuccessful. The om warns against unauthorized modification and specifically states not to use the wheelchair to pull objects around. The wheelchair itself has not exhibited any other type of stability/performance issue outside of this event. The family/ dealer is seeking a new wheelchair for the patient and therefore will discontinue service on the suspect wheelchair. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution. Device evaluated by distributor.

Event description:
Patient utilizing the wheelchair, left the classroom at school traveling in low speed and slowly yielded towards the right. Meanwhile, beth (mother of patient) was pulling a wagon of supplies (not connected to the device) along the right side of the wheelchair. Beth stated that a student witnessed the event and said that the wheelchair hit one of the wagon wheels which resulted in the wheelchair tipping over on the right side. Beth states that patient received a laceration to the head which required 15 stitches at (B)(6) hospital.